Event description:
Ous MDR - after an implant duration of about 45 months oversensing with inappropriate shocks was reported. No deterioration of the patient's state of health was reported. (B)(4).

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol2. The device was implanted for 45 months and 52 charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. During the analysis of the available iegm's noise was observed in the ventricular channel, which lead to the delivery of 14 shocks in between (B)(6) 2013, as mentioned in the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.